Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and malposition are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii, malposition.

Event description:
Healthcare professional reported "cap contracture-grade 3 and possible rupture". Per operative report, the right device appeared intact, but was "inverted". This record is for the right-side device. The device was explanted and replaced.

Event description:
Healthcare professional reported "cap contracture-grade 3 and possible rupture". Per operative report, the right device appeared intact, but was "inverted". This record is for the right side device. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ malposition: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation and crease observed and none of the observations are found to be potentially related to the manufacturing process.